Event description:
It was reported that the device was explanted after an implant duration of approximately 2.4 months, due to unknown reasons. No further details were provided. Information learned from implant patient registry.

Manufacturer narrative:
Paravalvular leak. In 2009, per the surgeon, the device was explanted due to endocarditis and paravalvular leak.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via e-mail) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
A 7mm amplatzer septal occluder ("aso") was then deployed in the patient; however, the aso slipped off the aorta and embolized. The aso was snared and an ado was attempted, however, was not stable in the defect, so the patient was referred to surgery. Further information received from the implanting physician indicated that the embolization was technical/procedural related, not due to the aso. The aso was utilized to occlude a short, wide aortopulmonary collateral, however, the aso could not extend into the pulmonary artery due to stenosis in the area. An amplatzer duct occluder was also attempted; however, the geometry was not correct for the patient.

Manufacturer narrative:
In 2009, per the surgeon, the device was explanted due to endocarditis. It was also learned that the device is not available for return. No customer letter required. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.